Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a problem, that was the ventilator alarmed. Before intubation, a cuff inflation test was p erformed, and if there was no air leakage, the intubation would be performed. The ICU used bronchoscopy through nasal endotracheal intubation. After the intubation was successful, an alarm occurred for a period of 2 hours, or for a day. The patient was reintubated.